Event description:
The hospital reported that, near the end of an endoscopic vein harvesting procedure, the harvester noticed that part of the c-ring of the hemopro was missing. The harvester used a new kit, used another cannula, went back into the pt's leg (ankle), found the piece of c-ring inside the leg and retrieved the broken piece using the new c-ring and leveraging up against the scope. The harvester did not have to open the pt's leg. Procedure was completed with new c-ring. The hospital reported no pt complications. Product will be returned.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B) (4)